Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer was out in heave rainstorm and the buttons and the insulin pump was not working. The customer tried to remove the battery, dry it out and re inserted it, there was a battery out limit alarm. They also reported that the down arrow was sticking as the backlight was on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.